Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the air pen drive device. It was further determined that the motor was defective. It was further determined that the device failed pretest for check power with test bench, min. 30 to 80 w, (xx), check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position and check external leak tightness. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.